Event description:
A patient reported experiencing inaccurate erratic results with a lfs meter. The patient's blood glucose results were 176, 264 mg/dl. Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further infomation has been reported.